Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is report is being submitted to correct the following fields: describe event or problem field (b5) in section b, describe event or problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that the patient with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) heard beeping tones coming from the pulse generator. According to the field representative, from the last latitude transmission, it appears there are out of range impedance measurements on the rv lead. There is no further information available to date and the device remains in service. Also, the field representative mentioned not being informed about any plan of action as of now. Additional information was received mentioning that the rv lead and ICD have continued showing oor pacing impedances that appear to be a chronic spring contact issue. The rv lead and the ICD remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) heard beeping tones coming from the pulse generator. According to the field representative, from the last latitude transmission, it appears there are out of range impedance measurements on the rv lead. There is no further information available to date and the device remains in service. Also, the field representative mentioned not being informed about any plan of action as of now. Additional information was received mentioning that the rv lead and ICD have continued showing oor pacing impedances that appear to be a chronic spring contact issue. The rv lead and the ICD remain in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause traced to device design."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) heard beeping tones coming from the pulse generator. According to the field representative, from the last latitude transmission, it appears there are out of range impedance measurements on the rv lead. There is no further information available to date and the device remains in service. Also, the field representative mentioned not being informed about any plan of action as of now. Additional information was received mentioning that the rv lead and ICD have continued showing oor pacing impedances that appear to be a chronic spring contact issue. The rv lead and the ICD remain in service. No adverse patient effects were reported.